Manufacturer narrative:
UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Maude event report (B)(4) states: had to have revision hip surgery to replace depuy pinnacle metal insert after 3 years. Developed pain in leg/hip and increased metal in blood.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds other reports against the insert product and lot code combination since its release to distribution. Per procedure, this device is exempt from device history record review. The database search and/or review of device history records was not possible against the remaining product/lot codes as they were not provided. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.